Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 413 mg/dl. The customer experienced nausea as a result of the high blood glucose. The patient treated via insulin pump bolus. The customer's blood glucose at the time of call was 335 mg/dl. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.